Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name and email address unknown / not provided. H4: device manufacturer date unknown / not provided. Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual evaluation and a functional test was performed, the screw had signs of use. The screw threaded into in-house implant as intended. Unable to confirm loosening with all the available information. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported a loosening from the screw at tooth site 26. Screw was placed on (B)(6) 2020. Screw was removed and procedure was completed with another screw. Inspection confirmed that the reported iunihg was not returned. The customer returned an iuniht instead. (B)(6) 2025. Clinician is not sure what product was sent. This complaint was created to represent the iuniht.